Event description:
Chief tech. Reports a blood leak on first use, pre-processed dialyzer. Further info confirmed with healthcare professional. Internal blood leak was confirmed with blood leak alarm; blood was also seen in the dialysate. New dialyzer set up, extracorporeal blood discarded per facility protocol with ebl of approx 220 ml. It was also reported that minutes after the pt was initiated on dialysis, the dialyzer was reported to have fallen onto the floor. The dialyzer holder was cracked. Thereafter, blood in dialysate in blood alarm occurred and blood leak was noted.